Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 04/30/2025, a facility representative reported via (B)(4) that an ar-300b burr attachment was stuck in the tip and won¿t come out. This happened during a case. There were no adverse effects on the patient.

Manufacturer narrative:
One unpackaged ar-300b with batch number 14915243 was received for investigation. Upon visual evaluation, a drill bit was noted to be stuck inside. Additionally, the proximal end was noted to be discolored and corroded. The most likely cause is misuse due to misaligned insertion or prying/leveraging the screw during insertion. The complaint allegation is confirmed.